Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to loose/protruded drive support disk. Missing end cap sticker noted. Motor tested ok.

Event description:
It was reported that insulin squirted out during the manual prime process, but the customer was disconnected during prime. The piston continued moving forward after the reservoir makes contact and insulin squirted out. It was stated that the numbers did not appear on the screen, and the beeps could not be heard. Troubleshooting was performed, and the displacement test passed. It was mentioned that the drive support cap was protruded. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.